Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum iq infusion pumps were not delivering the accurate amount of fluids, example: when a 200 ml bag is programmed for 200 ml to be delivered, there is approximately 25 ml residual left in the IV bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.